Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient states she never had coverage on her right side. The leads are both placed to the left of the spinous process. Every electrode tested for paresthesia coverage. Nothing able to isolate right side. Hcp will revise the existing wire leads to a surgical paddle lead sometime in (B)(6) when patient returns from (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.